Manufacturer narrative:
Expiration date 31october 2024. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
As reported; physician was treating a dissection on the right ica with implantation of a (B)(4). After placing the headway 27, the fred was advanced into the correct position. When physician started to deploy the fred, the distal tip and middle part of the stent were opening properly but the proximal part of the stent was not deploying. It stayed flat at the vessel wall. Physician found after 3-d rotation that the stent was deployed distally and in its middle part in the true lumen. The proximal part of the stent was deployed inside the wrong lumen/dissection of the vessel. The stent was left in this position and fixed with an additional stent device. The status of the patient had not worsened compared to the status when the patient was charged in the hospital .

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Although requested, procedural or medical imaging was not provided. The incomplete stent expansion as described could not be confirmed.